Event description:
Report received of an independent rate change. The pump was programmed to deliver premixed dobutamine. It was not known if the pump was programmed in the dose calculation mode or ml/hour mode. A new dobutamine bag was hung at midnight, the pump was programmed and was infusing at 16ml/hour. Approximately 2 hours later, while on rounds, the rn reported that the IV pump was infusing at 99ml/hour. There was no information available as to whether the device had alarmed within these two hours. The pump was removed from clinical service. There was no adverse effect to the patient. No medical interventions were required. Though requested, there was no further information available.